Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 3889-28, lot# va02kqh, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced shocking symptoms when she walks in and out of (B)(6) security scanner. This issue was unknown until the patient's admission for a replacement of a normal battery depletion. During the revision, the hcp tested and inspected the lead, which was found to look fractured at the base of electrode 0. The hcp could gently pull and the lead silicon would stretch and expose the bare wire. The issue was resolved after the revision. During the report, it was noted that the patient seemed to be sensitive to stimulation during the annual check with the patient for the last two years and an impedance check was barely carried out because it was too much for the patient. However, it was reported that the patient was receiving 100% therapeutic benefit. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A computer longevity estimate was completed based on the parameters the device had when received for analysis. Analysis identified the outer insulation of the lead was separated at the butt joint near the proximal end of the lead. Electrical testing of the lead determined continuity was complete. During visual analysis of the lead, it was noted the proximal end was not returned. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool evaluation code pertains to interstim tined lead (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va02kqh serial# implanted: (B)(6) 2012 explanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.